Event description:
An impella 5.5 device was inserted in a 33-year-old male patient for hemodynamic support. During support, a hematoma was noted at the incision site. The device continued to perform as intended and patient remained on impella support. The reported hematoma is consistent with an access-site complication, which is a known risk per the instructions for use due to the required anticoagulation and purge system management associated with impella support.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The device was returned therefore d9 was updated.

Manufacturer narrative:
B1, b2: added malfunction. D6b: updated explant date. H6: updated codes per new information. H11: updated clinical rationale per new information. Clinical rationale: an impella 5.5 device was inserted in a 33-year-old male patient for hemodynamic support. During support, a hematoma was observed at the incision site. A pump stop occurred after the patient inadvertently pulled the cable from the red hub while attempting to get out of bed. The patient remained hemodynamically stable, and the team is consulting with the attending physician regarding pump replacement. The reported events involve a hematoma and a pump stop. The hematoma is consistent with an access-site complication, which is a known risk described in the instructions for use due to the anticoagulation requirements and purge system management associated with impella support and the pump stop resulted from patient manipulation of the catheter hub rather than device malfunction. Patient remained stable and survived on explant.